Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 for gastrointestinal bleeding. Upon admission, the patient's hemoglobin level was 6.3 g/dl and the patient was transfused with 3 units of packed red blood cells. An esophagogastroduodenoscopy was performed and an arteriovenous malformation was located and clipped. The patient remained on aspirin 325 mg, octreotide, and warfarin with an inr goal of 2.0-3.0. The patient was discharged on (B)(6) 2016 with a hemoglobin level of 9.2 g/dl.